Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported through the (B)(6) tavi registry, during a transapical tavr procedure with a 23mm sapien 3 valve, the certitude delivery system would not advance despite controlling of the flex catheter or wire. It was found that the delivery system got stuck on the chordae tendineae as the wire crossed the aortic valve. As the delivery system was being removed, the delivery system 'got stuck on the sheath', so the delivery system was removed with the sheath as a unit. The patient experienced gradual hypotension. Eventually, cardiopulmonary resuscitation was required with administration of epinephrine. It was also noticed that the patient's pre-existing mitral regurgitation (mr) had increased but resolved after improving wire position. Per follow up, an aortic dissection developed on the same day as the procedure, and thoracic endovascular aortic repair (tever) was performed. On postoperative day (pod) 23, the patient's outcome became 'recovering' and the patient was discharged.

Manufacturer narrative:
Update to, h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect product investigation. The complaints were not able to be confirmed. No manufacturing non-conformances were identified during the evaluation as neither the complaint device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The certitude delivery system IFU, device prepping manual, and procedural training manual were reviewed to guidance and instructions. The procedural training manual provides guidance on position thv coaxial to annulus. Center the sheath, guidewire, and valve coaxial to the native annulus and ascending aorta, and sheath misalignment may be improved by changing its angle of approach to the heart. If the guidewire and thv are on the outer curve of the arch, carefully retract the guidewire and if the guidewire and thv are on the inner curve of the arch, carefully advance the guidewire. In regard to the flex wheel, articulate the distal tip of the delivery system, turn the wheel carefully, clockwise to flex and counterclockwise to un-flex and articulate up, toward the top of the handle. This may also assist in crossing native annulus in difficult anatomies. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint description states, 'certitude delivery system could not advance despite of controlling flex catheter or wire.' Additionally, 'it was found that the delivery system got stuck on chorda tendinea as wire crossed aortic valve.' Per the training manual, 'center the sheath, guidewire, and valve coaxial to the native annulus and ascending aorta.' A non-coaxial guidewire can interact with the patient's anatomy, which may have resulted in the delivery system's interaction with the chorda tendinea upon delivery system advancement. Additionally, the complaint description reports, 'the delivery system was tried to be removed as alignment position was out when the delivery system was pulled back into the sheath. However, as the delivery system got stuck on the sheath, the delivery system was removed with the sheath.' As the valve remained crimped on the inflation balloon during withdrawal of the delivery system in addition to being caught on chorda tendinea, it is possible the valve was non-coaxially aligned and got caught on the sheath tip during withdrawal attempt, resulting in the reported withdrawal difficulties. Available information suggests that and procedural factors (malposition guidewire, non-coaxial withdrawal of a crimped valve) with may have contributed to the complaint event. However, due to lack of complaint device or procedural imagery, a definitive root cause is unable to be determined. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the cause of the aortic dissection and obstruction cannot be determined based on the limited information provided. However, it may have been related to procedural factors (device manipulation during device exchange). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.